Event description:
It was reported that a revision was performed due to a bone fracture at the distal area of the stem.

Manufacturer narrative:
The associated complaint devices were not returned. A review of complaint history revealed no prior complaints for the listed lots/failure mode. A review of the manufacturing records (13am17746/(B)(4)), (14fm17949/(B)(4)), (14jm01355/(B)(4)) did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of the manufacturing record (B)(4)/14gm20692 revealed discrepancies during the manufacturing process; however, per procedure the remainder of the order was 100% inspected. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.